Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. In regards to the reported "no image", a definitive root cause could not be identified. However, based on the results of the investigation the probable cause of the malfunction would likely be related to a failure of the circuit board that was corroded due to water invasion of scope connector. In regards to the reported" distal end showed signs that resembled a mixture of corrosion and burn", a definitive root cause could not be identified. However, based on the results of the investigation the probable cause of the malfunction would likely be related to concomitant high energy endo therapy accessories (laser, high frequency accessories) that were used with insufficient distance from the distal end. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. The following information from the instructions for use pertains to the reported "no image": "important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." In regards to the ¿distal end showed signs that resembled a mixture of corrosion and burn¿, this event can be detected and prevented by following the instructions for use which state: "operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Operation manual_ using endo therapy accessories. *high-frequency cauterization treatment always confirm that the electrode section of the electrosurgical accessory is at an appropriate distance from the distal end of the endoscope. Confirm that the entire green marking (in case of wli observation mode) at the distal tip of the electrosurgical accessory can be observed on the endoscopic image. If the electrode is used when it is too close to the distal end of the endoscope, the endoscope and/or ancillary equipment may be damaged. Patient injury, burns, bleeding, perforation, and/or equipment damage may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to water invasion into the bronchovideoscope, the charged coupled device was damaged, and the image was not displayed on the monitor. In addition, the forceps channel port had a dent, the control unit was corroded, the scope connector was corroded, the scope connector cover unit was corroded, the insertion tube rotation ring was damaged, the image guide protector was damaged, the universal cord was corroded, the distal end had foreign material, and the distal end appears to have signs that resemble a mixture of corrosion and burn. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During the device evaluation, it was observed that the bronchovideoscope displayed no image and the distal end appeared to have signs that resemble a mixture of corrosion and burn. There were no reports of patient involvement.